Manufacturer narrative:
The events are part of a retrospective study. Two female patients experienced infection requiring intervention is captured. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through a post-market clinical follow-up survey that during soft tissue biopsies, two patients experienced an infection with complications post procedure. It was further reported that the physician prescribed the patients antibiotics. The current status of the patients is unknown.